Event description:
A hospital alleges that four to five hours into a coronary by-pass operation, a patient went into cardiac arrest-whole right side of heart filled with air, this occurring well after heart rewarming (cannulas removed). No air was ever seen in the i.v. Line. Reconstituted blood was being used as well as pressure infusers.